Manufacturer narrative:
As reported, button #1 from the 6f 7f mynx control device would not depress. The user therefore deflated the balloon, took the device out, and held manual pressure. The physician noted the tip of the catheter was cracked upon visual inspection of the device. The sales representative saw the device, and despite resistance, depressed button #1 to deploy the device properly. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx was attempted to be used following an interventional peripheral procedure. The procedure used an antegrade approach. The device was prepped per the instructions for use (IFU). The sheath used in conjunction with the mynx was a non-cordis device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No excess force was applied during insertion. Prior to attempting to push the button, the physician inserted the device, inflated the balloon and pulled back. It is noted that nothing from the patient would have contributed to the issue. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned as it was discarded by the site. Review of lot f1906002, UDI# (01)10862028000434(17)200331(10)f1906002 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The IFU warns users to not use the device if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened as was done in this case. Furthermore, the IFU instructs users ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective or preventative action will be taken at this time. Corrected data: section b3 (event date) section g4 (aware date) please note that the event and aware dates submitted in the initial report were incorrect. The correct event date and aware date is (B)(6)2019.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button #1 from the 6f 7f mynx control device would not depress. The user therefore deflated the balloon, took the device out, and held manual pressure. The physician noted the tip of the catheter was cracked, upon visual inspection of the device. The sales rep saw the device, and despite resistance, depressed button #1 to deploy the device properly. There was no reported patient injury. The user was trained on the use of the mynx device. The mynx was attempted to be used following an interventional peripheral procedure. The procedure used an ante-grade approach. The device was prepped per the instructions for use (IFU). The sheath used in conjunction with the mynx was a non-cordis device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. No excess force was applied during insertion. Prior to attempting to push the button, the physician inserted the device, inflated the balloon and pulled back. It is noted that nothing from the patient would have contributed to the issue. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned as it was discarded by the site.